Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer's blood glucose value was 125 mg/dl. Customer stated that screen was not working, blinking white and crack on the screen. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer was advised the insulin pump will need to be replaced and was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to constant blank flashing white light on the display. Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test and displacement test due to a constant blank flashing white light on the display and constantly beeping.